Event description:
Information received from the field notes that during a routine follow-up, the device could not be interrogated and there was no output or magnet response. The patient was in his own sinus rhythm and asymptomatic.